Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: a 2.5 inr/1.99 inr. A 4.0 inr and 4.0 inr/3.02 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system; however, caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Patient 2, (B)(6)/1951. Caller did not know which meter produced the discrepant results. Reference medwatch report with (B)(6) for the additional suspect device used. Will not be returned to manufacturer.